Event description:
The facility reported that an infusion pump shocked a pt in 2004, resulting in hospitalized and a diagnosis of electrical shock. The pt was visiting their family member who was receiving IV fluids via a flo-gard infusion pump. The pt disconnected the pump's power cord from the wall outlet so their family member could use the restroom. When pt was doing so, pt felt a current in their body and pt could not let go of the power cord. Once pt let go of the power cord, their body was shaking and pt hit their head on the corner of the table. The pt was foaming on the right side of the month and could not control urination. When pt was composed pt went to the nurses station for assistance. The nurses took the pt to the ER where a physician examined the pt. The physician determined that pt had received an electrical shock and admitted the pt for supportive care, diagnostic tests and antiemetic medication. Pt was admitted as a pt at 7:30pm. While in the hospital the pt reported a burn on their left hand between the thumb and index finger, vomiting, unable to eat or keep food in their stomach, that their vision was affected by a film on the pt's eyes, pt felt pins and needles in their left arm, pt had ringing on the left and right side of their head and could not align or close their jaw properly. The neurologist told the pt that these were all symptoms of electrocution and may take some time to go away. The pt was discharged the next day. The hospital representative stated there have been no reports of any pt incident involving this pump since the last baxter event.